Event description:
It was reported that during preparation for an abdominal aortic aneurysm treatment procedure, the "balloon was discovered to have a hole in it." The procedure was completed with another of the same device with no patient complications. Current patient status is reported as "fine."

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.